Event description:
The customer obtained false positive vitros trop I es outlier results on a two pt sample on the vitros eci analyzer. Biased results of the direction and magnitude observed could lead to inappropriate physician action. The initial trop I es pt result were not reported to the clinician. There was no report of pt harm as a result of this event. The report corresponds to ortho clinical diagnostics inc. Note: MDR # 9680658-2008-00182 and 00183 are identical. Two 3500a forms are being submitted as two devices were involved in the event.

Manufacturer narrative:
The investigation determined that the vitros eci was operating as intended. The root cause for the unexpected trop I es result is unk. It is likely that cellular debris, due to poor sample preparation, was present in the sample although this could not be confirmed. It was confirmed that the sample involved was not processed in accordance with the tube MFR's recommendation.